Event description:
It was reported that the device, the lead and battery, were uncomfortable in the patient¿s body and caused more pain, at the device pocket and lead location, than it was helpful. There was less than 50% therapy relief. She had not used or charged for approximately six months. The device was found to be overdischarged. As a result, the device was explanted. The cause of the event was not determined. No diagnostic testing or troubleshooting was performed.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).